Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her daughter was hospitalized and due to high blood glucose on (B)(6) 2019. The customer¿s blood glucose level was 523 mg/dl at the time of incident. The customer was treated with insulin drip, bolus in the hospital. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. The customer reported that they does not allege pump was under delivering. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The customer was advised to call back for assistance if high blood glucose persist. The insulin pump will not be returned for analysis.